Manufacturer narrative:
The pump passed the self test. Successfully downloaded the trace and history files using thump. The pump was cut open for visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, motor, force sensor, and inside the battery tube. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked battery tube threads, cracked battery compartment, broken belt clip rails, and pillowing keypad overlay. Crack on the battery compartment and battery tube threads is confirmed. Broken belt clip rails is confirmed. Moisture exposure is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a crack on the back of the pump and damaged clip rail of the pump. The customer reported no adverse event. The event involved product(s) mmt- 1885. Troubleshooting was performed, and the customer was reported that the pump was exposed to moisture damage and the damage was affecting/impacting pump functionality. Customer reported on the physical damage (crack or scratch) on the pump not related to the retainer ring. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. Mmt- 1885 was requested, and customer response was the device will be returned.